Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding an alarm that hp keeps receiving during automated peritoneal dialysis (apd) treatment with the homechoice machine. During the course of troubleshooting, hp mentioned that hp reuses homechoice sets, due to their clinic advising hp to "reuse their cassettes, and get at least 3 weeks out of them". Per rn, no patient injury or medical intervention was associated with this incident. Rn stated that her clinic absolutely does not promote reuse of any supplies and will review proper procedures with hp.